Event description:
Pt originally had surgery in 2/04. A few weeks post-op, pt reported a "clicking sound" and pain in their back. Re-examination showed that the rod and construct were loose. Revision took place in 2004 to replace the cap nuts and tighten down the construct.